Event description:
It was reported that the patient presented remotely via merlin.net. A review of the transmission revealed that the pacemaker exhibited far r oversensing on the atrial channel. Programming changes were discussed but not made. The patient condition was unknown.